Event description:
It was reported to target that during the procedure while the physician was injecting contrast medium with a hand syringe (1ml/3ml), a hole was noticed at the distal end of the catheter. There were no complications or injury for the pt. No additional intervention required.